Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during during a hemi shoulder arthroplasty procedure, the version rod broke off the ar-9401-13 head cut guide. The threaded portion of the version rod is now stuck inside the guide. The case was still successful and no harm was done. See attached images. Additional information received on 5/26/2021: the rep provided the part number of the version rod that broke during the procedure (ar-9202). The version rod broke while the guide was in use. The rods are threaded into the top of the guide, and are not directly in the patient but above the humerus.